Event description:
The customer reported issues during attempted pacing with this defibrillator. They had questions related to the r-wave markers. No adverse patient impact was reported.

Manufacturer narrative:
This customer reported issues during attempted pacing with this defibrillator. They had questions related to the r-wave markers. No adverse patient impact was reported. There was no event summary available from this incident. However, the customer sent in seven ECG strips to philips for review. The events sent are consistent with a user error. When performing demand mode pacing, the hsxl instructions for use directs the user to verify that "the dot markers appear near the middle of the qrs complexes of the ECG" (edition 5, page 8-5). The IFU warns that "heart rate displays and alarms function during pacing, but they can be unreliable. Observe the patient closely while pacing. Do not rely on heart rate alarms or the indicated heart rate as a measure of the patient's perfusion status" (page 8-3). We are considering this a user misunderstanding regarding the algorithm as it relates to sync markers and not a malfunction.